Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4) the following fields have been updated: b4: date of this report, b5: describe event or problem, d4: additional device information, d9: device availability , g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tsvtwb11, (imp, tsv,4.7,11.5, mtx, mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use and was attached to a removal tool. The implant was observed fractured at the collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 63613897. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63613897 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
It was reported that the patient had implant integrated for approx 7 years. She reported for emergency that her implant crown was loose. Upon further inspection, collar fracture noted radiographically and observed clinically. Cover screw placed, but purulence ensued so removal was recommended. Symptoms as a result of the event: inflammation.